Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device used in a veterinary case - no patient information will be reported. Date of event was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 310.95, handle with mini quick coupling, stainless steel, lot number 8906923). The returned device shows regular use during its lifespan. The device looks to be in good condition, but the coupling is stuck and does not operate. The returned instrument is used in numerous systems for tapping, inserting screws, and tightening implants. A visual inspection, functional test and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Although an exact cause cannot be determined, the complaint condition was most likely caused by wear accumulated over the life of the devices, including many sterilization cycles, rather than the design of the instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary procedure the handle with mini quick coupling would not engage. The handle is used to latch an item; however, the latch sticks in the open position and the item falls out. Since the handle would not hold as intended the surgeon had to hold the item manually using a hemostat. There was a thirty minute delay in the surgery due to the reported event. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history record review was attempted for the subject device. A review could not be performed because the subject device is a lot controlled item. The manufacture date of this item is 2-jul-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the coupling would not engage. The repair technician reported ¿worn-out parts¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. The subject device was forwarded to the synthes complaint handling unit for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device has been sent in for service for this issue three to four times.